Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported conditions were confirmed. It was determined that the motor rub failure was due to a cutter that would not lock and debris not allowing the pawls to close; while the no rotation failure was due to failed vanes. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, the motor device was tested and found to have motor rub and no rotation. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with these events. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.